Event description:
It was reported that one day post implant the left ventricular (lv) lead was causing phrenic nerve stimulation. Programming changes did not relieve the stimulation so a lead repositioning was planned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6947 implantable tachy lead, implanted: (B)(6) 2013. (B)(4).